Event description:
On (B)(6) 2020, leica biosystems received the following information from the complainant, "one case not diagnosed, re-biopsied;" and the patient identifier was provided: pt ID: (B)(6). The laboratory supervisor provided further information in relation to the patient outcome for cases involved in this event: "3 biopsy cases (8 cassettes total) tissue was very poorly processed...bad morphology and sunken into cassette after a while. Reprocess was attempted but section not better. 1 case could not be diagnosed and patient was brought back and re-biopsied 1 case was diagnosed but re-biopsy was suggested 1 case diagnosis rendered." On (B)(6) 2020, leica biosystems received information that: "the customer denied providing further patient details requested."

Event description:
Leica biosystems received a complaint in relation to the instrument "biopsies came out terribly processed - the tissue is sinking in the blocks." On (B)(6) 2020, leica biosystems received the following information from an on-site visit: "supervisor stated 3 cases were affected. Two are unable to be diagnosed and will be re-biopsied. Supervisor thinks the affected cases may have been treated differently than other cases on protocol and have been contaminated." Patient identifier information for each of the two (2) undiagnosable cases was requested from the complainant. As of (B)(6) 2020, leica biosystems has not received the further information requested.